Event description:
The customer reported that the dose did not display on the system.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the interconnect cable. The system operates as intended.